Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
Allegedly, the burr broke off flush with the hand piece and could not be retrieved during surgery. The calcaneal osteotomy was not complete so the dr. Had to finish the procedure open.